Event description:
It was reported that cadd legacy pump failed air detector test, during testing. No patient involvement reported.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Air detector messages were found in the event history log. Functional testing was performed and the device failed the air detector test. The investigation determined that a defective air detector was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The air detector was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.